Manufacturer narrative:
Received one used. List #011-am6135, 28 cm (11") pur smallbore bifuse ext set, 6-port nanoclave® manifold w/check valve (yellow, orange, blue, green rings), nanoclave®, microclave® clear (red ring), 2 clamps, rotating luer. As received, nanoclave with green ring observed to be broken off from device. No other physical damage or anomalies observed. Viewed bond under ultraviolet (uv) light, noticed sufficient coverage of adhesive fluoresce from uv light. Confirmed customer complaint of the green check valve broke. Probable cause, unknown. A device history lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that, on an unknown date, a 28 cm (11") pur smallbore bifuse ext set, 6-port nanoclave® manifold w/check valve (yellow, orange, blue, green rings), nanoclave®, microclave® clear (red ring), 2 clamps, rotating luer experienced a break during patient use. The following issue was reported by the customer: ¿ one of the check valve broke. The nurse realized by unscrewing the valve's tubing next to it, that the green valve was broken (a tubing was connected to it but nothing was going over it because the syringe was finished). There was no backflow or anything else. The device has been changed." A photo of the device was not provided. The status of the product at the time of the event is unknown. The product is available for evaluation. There was no patient harm reported.